Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report that the patient experienced a rash, above the site of sensor insertion, on (B)(6) 2014. Patient's father stated that while at a routine doctor's appointment the patient was given lotion to apply to the affected area. At the time of contact, the patient's father did not report any injury or further medical intervention.